Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the pain pump didn't work since 2014 or 2015, so he "just turned it off." No other information was reported. No further complications were reported.